Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the voltage output not capturing. Analysis did find that one side bail cover was contaminated and the battery contacts were compressed, both were replaced.

Event description:
It was reported that the external pulse generator voltage output was not capturing, even at maximum of 20 milliamperes (ma). The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator voltage output was not capturing, even at maximum of 20 milliamperes (ma). The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.